Event description:
It was reported that during an ablation a clinical trial patient experienced pneumothorax, pleural effusion, and chest pain. Each of these events has a possible relationship to the study device and a causal relationship to the study procedure. Diagnostic imaging and medication were provided to the patient.

Manufacturer narrative:
(B)(4). Batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 8/2/2022. Additional information was requested and the following was obtained: start date : value "31 may 2022" has been changed to "1 jun 2022"